Event description:
Patient received an implant on (B)(6) 2008 of a bifurcated device and a 28mm aortic extension. A computed tomography scan revealed a type iii endoleak due to a separation between the aortic extension and the bifurcated device. On (B)(6) 2012, the patient was treated with a gore aortic extension, placed over the junction of the aortic extension and the bifurcated device, which corrected the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device not returned actual device will not be evaluated.

Manufacturer narrative:
It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are listed in the instructions for use as a potential adverse event.